Manufacturer narrative:
Correction: updated initial reporter e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was not opening or closing. Patient presence unknown.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system, ordered and arrived with pendant, verified no physical damage to pendant. Verified pendant buttons were registering ias (imaging acquisition system) application software. Puller system logs. Worked with local rt team to remind them to maintain finger pressure on pendant buttons until tasks was completed. Found small cracks in inner door cover, placed part order. Provided system status update to local staff and hospital upper admin team. Part arrived and fse replaced inner door cover tested open & close capability. Performed system checkout, device returned to use. Local staff made aware of device status of ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.